Manufacturer narrative:
The customer has decided that they will not be returning the device.

Event description:
The tps handpiece cord was tested during routine servicing. Upon evaluation at the manufacturer it displayed a bias current message when connected to a handpiece, signaling a condition occurred from which the handpiece has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.